Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during an initial procedure, the surgeon attempted to implant 2 different polys on the tibial tray and they both would not seat. Subsequently, the surgeon removed the tibial tray from the patient¿s bone and implanted another tibial tray and poly to complete the procedure. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: stemmed nonaugmentable tibial component; p/n: 00598603702, l/n: 64085250; articular surface regular constraint; p/n: 90597003014, l/n: 63922289; articular surface regular constraint; p/n: 90597003014, l/n: 64066186; articular surface insertion instrument; p/n: 00597702000, l/n: 62437651. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00081; 0001822565 - 2019 - 00082.

Event description:
It was reported during an initial procedure, the surgeon had difficulty assembling the poly to tibia implant. Attempts have been made and no additional information is available.